Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department with an unsigned note that stated "cannot calibrate touchscreen". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.